Manufacturer narrative:
(B)(6). A definitive root cause cannot be determined in this incident, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or instructions for use was identified. A review of the device history record did not reveal any non-conformances which could have contributed to this report.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the first inflation in the 90% stenosed, right common iliac lesion, the fox plus balloon could not be pressurized. A rupture was observed in the balloon. Another balloon was used to complete the dilatation. There was no adverse patient effect. No additional information was provided.